Event description:
The extension set was connected to the patient's IV catheter. The nurse inserted and luer locked a 10cc syringe of saline flush and began to push the stopper. The saline flush solution started leaking around the connection between the clave connector and the extension tubing. The bond applied during manufacturing was not strong enough to hold under pressure.====================== health professional's impression======================no adverse event reported.